Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The vessel sealer extend (vse) instrument has been returned and evaluated by advanced failure analysis (afa) team. The initial findings of dislodged grip ring were confirmed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive 8mm vessel sealer extend (vse) instrument to perform failure analysis. The instrument was analyzed and found to have a dislodged grip ring. The grips did not open and close properly. The dislodged grip ring likely caused the grips to not close. The grip open lever was not functional. The grip ring moved freely up and down at the grip drive adapter. Additionally, the instrument was also found to have a dislodged grip ring screw. The grip ring screw was found attached to the magnet inside the housing. As a result of the grip ring screw being dislodged the grip ring was dislodged. The probable root cause of dislodged grip ring and grip ring screw is attributed to the manufacturing process.

Event description:
It was reported that during a da vinci-assisted paraesophageal hiatal hernia surgical procedure, the 8mm vessel sealer extend (vse) instrument would not work when docked onto the arm. The customer redocked the instrument but it still did not work. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.